Manufacturer narrative:
D4: UDI: the expiration date and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and pericardial drain insertion. During the mapping phase of a pulmonary vein isolation procedure done under ga (general anesthesia), it was noted that the system was slowing down and some lag observed. This resolved itself when moving to the ablation phase. A single ablation at 90w 4secs was completed but upon attempting the second ablation the current leakage error was noted. All cables were disconnected from piu (patient interface unit) and reconnected one by one and error did not recur and so impossible to know which cable caused the issue. Upon reconnecting the qdot dongle, the inaccurate temp occurs and micro temp display unavailable. Qdot was disconnected and reconnected and dongle reset but error persisted. A new cable was tried and then then a no cath connected error noted on ngen. Ngen was rebooted and all issues appeared to resolve so ablation was attempted again. The current leakage error occurred again and by this point the operator decided to abandon rf (radiofrequency) ablation complete the procedure using the medtronic cryo ballon and nitro console. There were no signal issues noted at the time of current leakage error. During this portion of the procedure (after the physician swapped to cryo due to technical issues with the qdot). The patient's blood pressure dropped and a pericardial effusion was noted on ice (intracardiac echocardiography). A pericardial drain was therefore inserted and the patient stabilized and cryo procedure completed with no further incident. The patient was stable enough to wake up from general anesthesia and was returned to a ccu (critical care unit) ward. The patient fully recovered. The patient required an overnight stay. It is the opinion of the operator that this effusion was caused when replacing the initial sl1 transeptal sheath with the cryo flexcath sheath, or whilst looking for a phrenic nerve signal in the right atrium with an abbot cs catheter in a patient with no right sided superior venae cava. The patient had left sided svc (superior vena cava) with no remnant of a right sided svc. It was reported that all acts (activated clotting times) were maintained above normal targets of 300 for a pvi (pulmonary vein isolation) procedure.

Manufacturer narrative:
On 24-mar-2025, the bwi product analysis lab received the device for evaluation. Subsequently, the product investigation was completed. D4: primary UDI number has been updated to (B)(4). It was reported that a patient underwent a pulmonary vein isolation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and pericardial drain insertion. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31452894l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The current leakage error could not be confirmed. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).